Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full system level testing, defib charge testing, shock testing, and defib cycling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. According to the troubleshooting section of the ops guide, long charge times can also be caused by a low battery condition; however, the battery was not returned for evaluation. Clinical data was not available and internal logs are not recorded for m series devices. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device extended time to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.